Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection identified no anomalies. Review of device memory verified abnormal lead impedance measurements in the firmware logfile. Impedance testing was completed at a variety of temperatures and resultant measurements were good. An oscilloscope was used to monitor signals during impedance testing and no irregularities were noted. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The abnormal impedance measurements were verified to have occurred in the field, indicating therapy availability was compromised while the device was implanted. The issues could not be recreated in the laboratory setting, where the device functioned normally. As such, the root cause could not be determined.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert in the remote monitoring system for a high out-of-range impedance measurement. The patient was seen in the clinic for troubleshooting. Upon interrogation, the red screen and error code were confirmed. Manual set-up was performed and this resulted in a normal impedance measurement. Device data was submitted to technical services for review. Engineering determined the electrode impedance test result was erratic and providing intermittent out-of-range values. The test involves delivery of a very low amplitude signal but it is delivered in the same method as a shock would be delivered by using a biphasic pulse. Only one phase of the this test is showing the erratic readings which indicates this is an issue with the device hardware rather than an electrode issue or connection issue. Therefore, the s-ICD was explanted and replaced. No additional adverse patient effects were reported.